Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced on (B)(6) 2011 due to an unspecified product performance issue, and was later explanted on (B)(6) 2025. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).